Event description:
One patient sample with discrepant sodium results. Initial result gave 131 mmol/l; repeated twice gave 140 mmol/l each time. Initial result was not reported. Customer performed maintenance and troubleshooting activities which resolved the issue. Customer declined field service dispatch.